Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, on a laparoscopic colectomy, the anastomosis completely opened. There was an unanticipated tissue loss as a result of the problem. A colostomy was performed as a surgical intervention. A new and additional operation was done to resolve the issue. The patient was still hospitalized. There was temporary patient injury.